Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic low anterior resection. According to the rptr: purse string suture was remained in the cavity, then anastomosis was done. By viewing the monitor, it was found the suture got into the anastomosis part, so the suture came off with the device. A leak was found, so a covering stoma, colostomy, was applied. Since the pt has kidney cancer, a urologist took over after the surgery. The pt is under observation. Re-operation.